Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information . It was initially reported in section b: product problem; however, based on additional information received this section has been updated to reflect an adverse event requiring intervention. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 8jul2019. The patient was in the room when the reported event was discovered. The angio-seal was stored on the bottom shelf of an inventory rack, and not much light can get to them. The procedure was an lhc/coronaries w/wo lv gram with a 6fr procedure sheath used. The angio-seal was not used. Additional information was received on 17jul2019. Hemostasis was achieved with a mynx 6fr.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update, and to provide the completed investigation results. One 6fr angio-seal evolution device was received for product analysis. The hub of the sheath was mated returned with the arteriotomy locator. The broken pieces of the sheath were returned as well. Visual inspection revealed that the arteriotomy locator was mated with the hub of the hemostasis sheath. The sheath was cracked in multiple locations distal to the hemostasis sheath. The broken pieces of the sheath were inspected under the microscope and it was noted that the sheath had a yellow discoloration. The sheath was then examined, and it was very brittle and cracked upon application of minor force. There were no other visual anomalies noted with the returned components. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Terumo is currently further investigating the reported event.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the sheath of and angio-seal evolution device was broken into pieces.